Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had knee pain for 6 months after surgery, localized to the area of the tibial tray and mostly to the medial side. The surgeon believed the pressfit tibial tray did not ingrow. Surgeon revised the tibia to a revision rp tray and a new thicker insert. In my opinion, the tray was not loose. It took over 20 mins to remove the tray, using saw blades and osteotomes to loosen it. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Left knee.